Event description:
Customer states: a doctor confirmed the evacuation failure of tracheal cuff. Customer confirmed that fault was identified during pretesting efforts. No patient involvement.

Manufacturer narrative:
(B)(4) one sample was returned for analysis. Both cuffs inflated without any issue or restriction noted. The returned unit was then deflated and no issue noted. The reported issue could not be confirmed. We are unable to determine the exact cause for this specific event however, manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Info of this nature is included in our database and monitored through trending.

Manufacturer narrative:
Further investigation efforts for customer reports of the cuff not deflating were completed on (B)(4) 2014. Investigation results revealed the following: investigation of deflation issues associated with the bronchocath product has demonstrated that the polyurethane material of the tracheal cuff may collapse in a non-symmetrical manner during deflation. This may create a seal around the perimeter of the notches in the catheter, which may block the path for air extraction during cuff deflation. Additionally, the investigation has shown that the difficulty associated with cuff deflation is most likely to occur when the tube is bent near the interface between the notch opening and the cuff wall and when the notched openings are oriented to the outside of the curvature. Information has been added to the database and trends will continue to be monitored.